Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
At a regular follow-up, high ventricular impedance was noted in the impedance trend. The actual measurements during the check were stable, around 550 ohms. The physician decided the lead will be replaced. No patient complications have been reported as a result of this event.